Manufacturer narrative:
Additional lot #: h0706j. Reference MFR report # 3029160-2008-00002.

Event description:
Our customer reported that they found what they believe to be faulty seals on the foil pouches. They reported that this was discovered during a packaging validation. They expressed concern regarding a possible sterility compromise.